Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the direct current voltage could drop with time and voltages would fluctuate.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the imaging system was unable to complete initialization intermittently. To restore functionality, the power supply board, starter board and strator cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was intermittently emitting an unintended beep. There was no patient present when this issue was identified. No additional information was provided.